Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2000: facility ni, (B)(6) md, office visit: ¿[the patient] is a thirty-two-year-old female with an incisional hernia which turned up after a gastric bypass procedure for obesity last february. She is not exactly sure when it turned up but thinks it may have happened when she had a fight with her husband who apparently pinned her against the wall with his shoulder. She said she felt something give a little at that time. Since then she has noticed some bulging and discomfort in the epigastric region. Her diet has been okay. She has lost 135 pounds since her surgery and is doing well in that regard. She has also had a lap assisted hysterectomy and a couple of c-sections. She does smoke but she does not drink much alcohol. She works at auto salvage but does not do any lifting and she has [sic] limo driving job as well. She has two children ages 10 and 7 and she is supposedly separated and going through a divorce. Further review of the symptoms is quite negative other than a few chest pains recently from her stress apparently. On examination the hernia bulges out to about 15 cm and is right in the mid upper abdomen between xiphoid and the umbilicus and is reducible. It is slightly tender for her [sic] have the hernia come out, but it is not incarcerated and the edges are a little bit hard to feel because she is a bit tender. She has an upper mid line incision from her bariatric surgery. I think she is a good candidate for a laparoscopic repair with mesh of this incisional hernia and we will schedule this as soon as we can.¿ (B)(6) 2000: (B)(6), (B)(6) md, preoperative medical clearance: ¿history of present illness: patient is a 32 year old white female who underwent roux-en-y gastric bypass for obesity in (B)(6) 2000. This was a successful operation since which she has lost approximately 120 pounds. Healing was progressing satisfactorily until may of this year. She had a fight with her ex-husband and sustained a blow to the abdomen with her husband's shoulder as he pinned her against a wall. She felt a sudden snapping and unwinding sensation as if some of the wires or sutures snapped in her abdominal wall. Within a few days she had noticed a small bulge in the midline and over the past few months has had progressively enlarging opening, pain with any coughing, sneezing, the act of sitting up or using abdominal muscles in such activities as doing sit ups. The apparent dehiscents [sic] has enlarged to the point now where it involves essentially the entire suture line of her prior surgery. She has been evaluated by dr. (B)(6) and then by dr. (B)(6) and is now scheduled for incisional abdominal wall hernia repair by the laparoscopic route with mesh insertion.¿ ¿abdomen: soft. There is a large visible midline defect with protrusion of a large ventral hernia upon tightening of abdominal muscles. There are palpable abdominal contents within the defect. Abdomen is otherwise soft, nontender and nondistended. No hepatosplenomegaly. Bowel sounds are normal. No palpable masses other than the very large ventral hernia which extends from the xiphoid process to the umbilicus. The hernia bulges out to approximately 15 cm with valsalva. There is no lymphadenopathy either inguinal or elsewhere.¿ ¿assessment: healthy female cleared for indicated surgery. Because of her extensive recent weight loss, healing may be slightly delayed due to nutritional issues although her albumin was normal.¿ implant procedure: (B)(6) 2000: (B)(6), (B)(6) md: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial (p16340-007/1dlm203) 20 x 30 cm. Implant date: (B)(6) 2000 [hospitalization dates unknown]. (B)(6), (B)(6) md .­ preoperative diagnosis: ¿abdominal incisional hernia¿ ­ postoperative diagnosis: ¿abdominal incisional hernia¿ ­ findings and details of procedure: ¿the hassan cannula was placed in the infraumbilical midline without incident and the abdomen was filled with co2. The upper midline hernia was easily identified and the outer borders were marked with a marking pen by feeling the fascia edges. The hernia was filled with omentum and some bowel as well as the left lobe of the liver and these all had to be taken down with cautery to release them from the hernia sac. A dual mesh ptfe patch was selected, the 30 x 20 cm size. It was trimmed just a little bit so that it could overlap the defects by a long margin and the one edge was marked and then four corner stitches of #2 prolene was placed. The mesh was placed into the abdomen through the hassan port. The two upper corners were tacked down with the endoclose suture grabber, after incisions were made in the corners and these stitches were tied down manually and then the upper border between the two upper corners was then tacked down with the endotacker a few centimeters above the fascial defect. It was quite near the ribs in the right upper margin. The two lower corners were then tacked down with the #2-0 prolene with the same endoclose technique. The mesh edges between the four corners were then all tacked down 360 degrees with the endotacker using a 30 degree scope from one of the side ports to get the lower borders because the lower border could not be visualized from the hassan port. Four five ports were used in addition to the hassan port and four corner incisions for tying down the prolene corners. The repair looked good, there were no significant gaps between tacks. The co2 was expelled, the ports were removed, 0.25% marcaine with epinephrine was instilled in all the incisions which were closed with staples after the hassan port was closed with interrupted #0 vicryl. An abdominal binder was then placed.¿ relevant medical information: explant preoperative complaints: (B)(6) 2001: facility ni, (B)(6) md, office visit: ¿[the patient] returns for follow-up. She states she has a recurrence of her incisional hernia. She is complaining of pain in the incision area. On examination she does indeed have a recurrence. She would like to have this repaired as soon as possible. She also reports some rectal problems and I will refer her to dr. (B)(6) for these. The incisional hernia will be repaired as soon as possible due to insurance reasons. This will be done under general anesthesia as an outpatient at (B)(6) hospital. The preoperative work-up will be done through dr. (B)(6) office.¿ (B)(6) 2001: (B)(6), (B)(6) md, preoperative assessment: ¿history of present illness: the patient is a 33-year-old patient with history of abdominal incision or hernia that was repaired in the fall of 2000. The patient apparently had reopening of the hernia and therefore is going for a second repair january 31. The patient states that when she coughs or strains. She can observe hernia coming out of the middle of her abdomen, occasionally becomes painful, therefor she has decided to go for the herniorrhaphy. Currently the patient is getting over a upper respiratory tract infection and has slight rhinorrhea and a skin crack on the left nostril. The patient states that she had a history of hypertension in the past, but after she lost 120 pounds of weight last year she had no more high blood pressure.¿ ¿abdomen: showed midabdominal mass when patient strains and also patient has a vertical lying scar at the upper abdomen, but otherwise it is nontender, nondistended.¿ explant procedure: (B)(6) 2001: (B)(6), (B)(6) md: repair of recurrent incisional abdominal wall hernia. Explant date: (B)(6) 2001 [hospitalization dates unknown] . (B)(6), (B)(6) md ­ preoperative diagnosis: ¿recurrent incisional abdominal wall hernia¿ ­ postoperative diagnosis: ¿recurrent incisional abdominal wall hernia¿ ­ findings and details of procedure: ¿following adequate general anesthesia with lma and gram of ancef, the previous upper midline incision was opened down to the umbilicus and the tissues were dissected, and the hernia defect was found where the previous mesh, which had been placed, had pulled away from the fascia in the left lower corner of the repair. Omentum was taken off the hernia sac. The hernia sac was removed and then some of the omentum had to be removed for hemostasis. The rest of the repair on the inside felt pretty good. The defect was approximately 6 cm and was repaired wit ha prolene mesh patch, about 8 x 6 cm piece was placed, with the edges underlapping the fascia 360°. The medial repair was done to the to the old mesh, which was quite strong and the cephalad and caudad portions were also quite strong. The left lateral area was difficult and I had to dissect out a way to get some semi-strong tissue before I found tissue good enough for repair. These stitches were placed first, tied on top of the fascia well lateral on the left abdomen. The repair looked good when it was finished. There was enough soft tissue to cover the mesh on top and this was done with interrupted 3-0 vicryl, scarpa¿s was closed with interrupted 3-0 vicryl and the skin was closed with staples and ¼% marcaine with epinephrine was instilled in the incision.¿ relevant medical information: (B)(6) 2001: (B)(6) medical center, (B)(6) md, x-ray abdomen: ¿supine and upright views of the abdomen demonstrate a generalized increase in bowel gas, but no definite obstructive or ileus pattern. No free air, mass, or abdominal calcification is seen. Impression: no significant intraabdominal abnormality is identified.¿ (B)(6) 2008: (B)(6), (B)(6) md, laparoscopic incisional hernia repair. ­ anesthesia: ¿general anesthesia-et¿ ­ indications: ¿[the patient] is a 41-year-old woman who has had a past medical history significant for open roux-en-y gastric bypass in 2000 followed by multiple incisional hernia repairs. Her most recent repair in 2001 at which time, she had her mesh excised as well as an abdominal wall component separation to repair the hernia. She also underwent a laparoscopic cholecystectomy in (B)(6) 2008. She presented to clinic with a periumbilical bulge. This was uncomfortable to her, and after discussing the risks, benefits, and alternatives to surgery, she elected to proceed with a laparoscopic hernia repair.¿ ­ preoperative diagnosis: ¿incisional hernia¿ ­ postoperative diagnosis: ¿same¿ ­ findings: ¿5.5 x 3 cm hernia¿ ­ procedure: ¿[the patient] was taken to the operating room and placed in supine position. She then underwent general endotracheal anesthesia. Once that was completed, her abdomen was prepped and draped in a sterile fashion. A 5-mm left subcostal incision was made. A veress needle was then inserted into the abdomen. After confirming that we were within the peritoneal cavity, the abdomen was insufflated to 15 mmhg. We then entered the abdomen using an optiview trocar. Upon entrance into the abdomen, we found that there was no intraabdominaj injury. We found multiple adhesions that were present to the midline previous incision. We placed 3 additional ports, 1 in the left abdomen, another 1 in the right abdomen, and then the last 1 below the umbilicus. We then spent some time taking down some adhesions. We identified the hernia which was 2 defects that together measured approximately 5.5 x 3 cm. At this point we decided to use a 10 x 15 piece of parietex mesh. We felt that this would give sufficient overlap and coverage of the hernia. The mesh was placed in the abdomen through 1 of the 5-mm ports. There were four #0 pds preplaced sutures that were placed. Four stab incisions were made corresponding to where the placement of these sutures. This was superior, inferior, and the right and left edges of the mesh. A suture passer was used to bring the pds sutures through the stab incisions. The mesh was then secured to the abdominal wall with these stitches. We then used an absorbable tacker to place multiple tacks around the edge of the mesh approximately 1 cm apart. Once we had finished placing the tacks, the mesh was in good position with no slack present. The defect was well covered. Hemostasis was then obtained. Then 0.25%, marcaine without epinephrine was injected to the all the port sites. The ports were then removed under direct vision. The abdomen was then desufflated. The skin incisions were then dosed using 4-0 vicryl suture in a subcuticular fashion. The wounds were then cleaned, dried, and sterile dermabond was applied to the port sites as well as the stab incisions.¿ (B)(6) 2008: (B)(6), (B)(6) md, discharge summary for hospitalization (B)(6) 2008 ­ discharge diagnosis: ¿obesity. Incisional hernia. Status post gastric bypass and multiple hernia repairs.¿ ­ history of present illness: ¿[the patient] is a 41-year-old woman who had undergone an open roux-en-y gastric bypass in 2000. After that time, she developed an incisional hernia. She underwent multiple hernia repairs and ultimately came to the (B)(6) hospital in 2001 for a repair of the hernia. She then underwent a laparoscopic cholecystectomy in (B)(6) 2008. She present to general surgery clinic in october of this year complaining of a periumbilical bulge that was uncomfortable. After discussing, risks, benefits, and alternatives to undergoing surgery, [the patient] has elected to undergo a laparoscopic hernia repair.¿ ­ hospital course: ¿on (B)(6) 2008, [the patient] was taken to the operating room and underwent a laparoscopic incisional hernia repair. She was found to have 2 small fascial defects that encompassed a 3 x 5.5 cm area. The hernia was repaired using parietex mesh. She tolerated the procedure well and was brought to the general care floor postoperatively. Her diet was advanced as tolerated. On postoperative day #1, she was tolerating a general diet, ambulating without difficulty, and having good pain control with oral medications. She was discharged home later that day.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic midline incisional hernia repair on (B)(6) 2000 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2001, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, mesh detachment, surgery to remove mesh, severe and chronic pain/discomfort. Additional event specific information was not provided.